Event description:
Per the clinic, it was reported that the patient experience extrusion of the receiver/stimulator (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.